Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV, lymphadenopathy.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade IV. Healthcare professional additionally reported "pain in the right mamma and the axillary region, enlargement of lymphatic nodes, and pain on palpitation" via ultrasound and MRI. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade IV. Healthcare professional additionally reported "pain in the right mamma and the axillary region, enlargement of lymphatic nodes, and pain on palpitation" via ultrasound and MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.